Event description:
On (B)(6) 2006, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2011, the pt was implanted with one gore excluder aaa endoprosthesis contralateral leg component for endovascular repair of the left external iliac artery for ruptured aaa. On (B)(6) 2007, an aaa stent graft repair, lle peripheral vascular stenting and/or angioplasty, and coronary bypass grafting were performed.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted: pxt281416/04429387, pxc121000/0419238.